Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that a low battery alarm had been occurring every 3 days while using an alkaline name brand battery and that the pump battery type was correctly set to alkaline. The reporter denied damage to the battery compartment and the battery cap. Reportedly, the alarm history showed multiple low battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.